Manufacturer narrative:
Investigation summary: this memo is to summarize findings on your recent complaint 10986506 regarding bd bbl¿ chromagar¿ candida catalog number 254106, lot number 4232590 with respect to insufficient growth. Event description: the customer reports that candida grows better on sabouraud agar than on chromagar candida plates. It should be the other way round. The customer describes that it is as if the growth of candida is inhibited on the chromagar candida plates compared to sabouraud plates. Complaint history review: the complaint history for the past 12 months was reviewed, and one similar complaint was registered for this catalog number by the same customer; however, a trend has not been identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: an analysis of growth promotion ability of the medium to test the functionality for the media was performed on retention samples. The evaluation and growth of c. Albicans atcc 60193, c. Albicans atcc 10231, c. Krusei atcc 34135, c. Tropicalis atcc 1369, c. Tropicalis atcc 9968 and c. Glabrata atcc 2001 strains used for quality release testing of catalog number 254106 were applied to medium of lot no. 4232590. Plates were incubated for 40-48h at 35-37°c in aerobic atmosphere in the dark. All strains showed good growth according to our specifications. The growth was also consistent with the growth on sabouraud glucose agar, which was used as a standard plate. The customer did not provide return samples, but images of candida growth on chromagar candida and sabouraud glucose agar plates were provided showing the issue. Evaluation results: at this stage of the investigation no deviation from our validated manufacturing process could be detected. No discrepancy could be detected during the qc release test for the complained batch. Growth promotion tests of retain samples were within specifications and growth was satisfactory for all tested strains. A corrective and preventive action will not be implemented as a trend could not be identified. Investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. All the release testing was satisfactory. Furthermore, upon evaluation of retain samples we cannot confirm the complaint for insufficient growth. Results of growth promotion tests were satisfactory. Please take care that the chromagar candida plates should be stored in the dark, as this may have an influence on the result. All prepared media must be stored in the dark. If exposed to artificial light, sunlight, or uv light for a longer time, the performance of all media may be reduced. Several media, such as chromogenic media, are especially sensitive to strong illumination before and during incubation. A definite root cause could not be found. However, bd will continue to monitor all incoming complaints for similar defect types. This MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bbl chromagar candida medium, plate, 90 mm x 120, there was inhibited growth on a patient sample. There was no report of patient impact.